Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error on the insulin pump. Customer's blood glucose was 6.6 mmol/l. The alarm did not occur during prime/fill tubing. Customer was advised that due to the frequency of the alarm, the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected pump error 25 alarm noted during our testing. The insulin pump was received with cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.